Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A video was provided. The video was of a phone playing a video. The cartridge preparation was not shown. There only appeared to be viscoelastic at the loading area. The yellow single-piece lens was loaded into the cartridge. The lens was not biased down. The trailing haptic was placed on the lens and the lens was advanced simultaneously. The forceps were pulled back and forward twice after the lens was advanced. The lens and cartridge came back into view loaded into a handpiece. The lens was at the parting line. The lens was rapidly advanced. As the plunger was advanced an override occurred. The trailing haptic was partially on top of the plunger. The trailing haptic was broken, still attached. Where it had been impacted by the plunger. The video ended with the lens still in the eye. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery it was noticed that the trailing haptic was found torn during lens insertion. Surgery was completed on the same day after replacing the product with same model company lens. Additional information has been requested, yet no new information received.